Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No further information is available as reporter has declined additional contact.

Event description:
Healthcare professional reported "curved xen®45 gts with high pressure 5 to 7 days post implant. Successful needling was performed." The device remains implanted in the unknown eye.